Event description:
During a routine check in 2009, it was observed in the x-ray of the patient that the screw of the left sacrum of the system was broken. Patient outcome: no adverse affect reported as a result of this event.